Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the tissue pad was worn and partly peeled off. There was a contact mark with the non-insulated part on the probe. There was a contact mark with the probe on the non-insulated part. When checked, there was no abnormality with the probe. When the grip was closed and the seal mode was output, no seal short circuit abnormality occurred. Since the tissue pad wears when the seal and cut output is performed, the seal output was checked instead. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic gynecological laparoscopic, an unspecified error message was received. The tissue pad of the device was observed to have peeled. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The functional mode and settings were seal and cut: 1, seal: 3. The intelligent tissue monitoring functionality was turned off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Grasping section was closed without grasping anything while the device was activating in seal & cut mode, (this includes after tissue resection) causing the tissue pad to wear out. Also, it was partially peeled off. 2. Due to peeling of the tissue pad, the non-insulated area and the distal end of the probe came into contact. Also, it caused a contact mark. 3. A force to activate the output in seal & cut mode, or a force to grasp the body tissue was applied to the probe causing an error. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.